Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's daughter that on (B)(6) 2021, they had a pod that had stopped communicating. They changed the pod and on the (B)(6) their blood glucose (bg) levels were going up. The exact amount of bg levels were not provided. They called 911 and the paramedics came and offered to take patient to the hospital. The patient refused the ambulance but had their other daughter take them to the emergency room (ER). Patients daughter stated that at the ER they removed the pod and disposed of it. The patient was given insulin at low doses and was also given a prescription of lantus to use for the next 24 hours.